Manufacturer narrative:
This supplemental report is to provide device evaluation report. It was reported that a (B)(6)-year-old male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis with pericardial drain. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto system and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar catheter 10 french (model# unknown serial# unknown), decapolar d catheter (model# unknown serial# unknown), st. Jude medical brk-1 transseptal needle (model# unknown serial# unknown), st. Jude medical lamp 90 8.5 french sheath (model# unknown lot# 6125998). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis with pericardial drain. Smarttouch catheter was placed in the superior vena cava (svc) to advance the long sheath. Contours were performed with the soundstar catheter. Fast anatomical mapping (fam) was performed in the right atrium. Ablation catheter was removed and the transseptal needle was positioned. During transseptal access phase, the patient became hypotensive and a pericardial effusion was detected. It was noted that the septum was tented, but no transseptal puncture was performed. Pericardiocentesis was performed and yielded 700 ml of fluid. Drain remained in place. Drainage decreased significantly and blood pressure normalized. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit. Patient required at least 1 additional day of hospitalization as a result of the adverse event. Patient outcome has improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to unclear ultrasound images secondary to the technician moving the catheter too quickly. A st. Jude medical brk-1 transseptal needle was placed and the septum was tented, but no transseptal puncture was performed. A st. Jude medical lamp 90 8.5 french sheath was used. Generator parameters, generator settings, power titration, overall ablation time at the site of injury, and last ablation cycle time at the site of injury were not reported, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant (heparin) during the procedure with activated clotting time (act) maintained between 221-292 seconds during the procedure. It was noted that the baseline act was 139 seconds. Last dose of eliquis was taken 1 day prior to the procedure. Pre-procedure lab results included: pt 14.4, inr 1.3, and aptt 36. There is no information regarding the spi value. Smarttouch catheter was not in close proximity to another catheter, as it was outside of the body at the time of injury. Smarttouch catheter was not zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.